Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Expiration date unknown. Premarket identification k101880.

Event description:
Doctor reported that the implant collar in tooth location #46 fractured and caused the crown unscrewing. Implant has been removed. Waiting for healing in order to place a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with damage and fracture at the collar. Functional testing could not be performed due to the nature of the device and event. The reported device was located on tooth # 46 and was used for approximately 4 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.